Event description:
Loose stem with apparent osteolysis. Original definition stem and bipolar head were removed along with the cement. A tritanium cup and a restoration modular stem were implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was given to the patient. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding loosening involving a definition stem was reported. The event was not confirmed. Device evaluation not performed, device was not returned, it was given to the patient. Insufficient medical records were received for review with a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Loose stem with apparent osteolysis. Original definition stem and bipolar head were removed along with the cement. A tritanium cup and a restoration modular stem were implanted.